Event description:
Additional information was received that reported the event was ongoing, but no further action was needed. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3389s-40, lot# v012588, implanted: (B)(6) 2006. Product type: lead. (B)(4).

Event description:
It was reported that impedance measurements on the patient's implantable neurostimulator (ins) showed impedances >40000 ohms on electrode 3. The patient showed no symptoms related to the high impedance and no intervention was taken. If additional information is received, a follow up report will be sent.